Event description:
It was reported that the patient had low flow alarms. The patient developed an acute drop in flow to 0.0 liters overnight. A computed topography of the patients chest showed outflow graft occlusion. The patient was put on a heparin drip, which resulted in an improvement in flows, however the center intended on taking the patient to the catheterization laboratory for a left ventriculography and potentially catheter directed lytics. The hospital's overnight team exchanged the system controller overnight due to the concern of the dropping flow. It was noted that the overnight team did not switch to the patient's designated backup system controller, and the system controller the patient was put on did not have the clock set. Log file review was requested which showed a significant reduction in recorded flow on (B)(6) 2025 at 19:19:26. It was noted that there was an increase in pump temperature at this time. It was noted that this could be indicative of an obstruction as the pump consumes more power to maintain the set speed, however the log file data could not conclusively determine the cause of this increase. The driveline disconnect leading to a system controller exchange was recorded on (B)(6) 2025 at 21:01:24. Due to the replacement system controller's clock not being set, the time the patient was connected to the system controller was unknown. The recorded flow values improved to 2.5 lpm and rose to 3.6 lpm by the time a system controller clock synch was performed on (B)(6) 2025 at 8:13:14.

Manufacturer narrative:
Section a, d6: patient information was requested but not yet provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was unable to confirm the reported pump thrombosis and outflow graft occlusion. Additionally, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable fully intact. The modular cable was returned disengaged from the pump cable inline connector. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis, stroke, and death, that may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU, "surgical procedures", also instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump thrombosis and outflow graft occlusion was unable to be confirmed, as no images were submitted for review and the device was not returned. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the reported alarms could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported stroke and subsequent patient outcome could not be conclusively determined through this evaluation. The submitted controller event log files collectively contained events from 07aug2025 through 08aug2025. Events were also captured on the default timestamp of 01jan2000 due to the patient being put on a new system controller that did not have the clock set. A sudden decrease in the estimated flow was captured on (B)(6) 2025, when the estimated flow began to fluctuate within a range between 0 ¿ 2.4 liters per minute (lpm). This resulted in an almost persistent low flow hazard alarm. The driveline was disconnected, and the patient was placed on a new system controller. Following this exchange, low flow hazard alarms were captured on 01jan2000, with moments of a sustained estimated flow of 0 lpm. No other notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis, stroke, and death, that may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU, "surgical procedures", also instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4 - patient weight updated. B5 narrative information updated. H1 - type of reportable event updated. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that a stroke code was called. The night team had done a controller exchange because they were worried about the flow being zero and the ventricular assist device was flowing again. The patient was seen in the catheterization lab because of small acute stroke with altered mental status (ams). The patient ultimately passed away due to pump thrombosis on (B)(6) 2025. Whether the outcome was device or therapy related was not provided by the customer.